Event description:
It was reported to technical services on (B)(6)2011 that this patient had loss of capture with this IV lead. This happened at (B)(6) hospital with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).